Event description:
It was reported that the stent was difficult to position. The 100% stenosed target lesion was located in the severely tortuous and severely calcified portal vein. A 10x80x75 epic stent was advanced for treatment. However, during deployment, the stent jumped around 5mm from the target lesion. The procedure was completed with this device. There were no complications reported and the patient condition was good.